Manufacturer narrative:
A ge service rep performed an investigation. The malfunction was verified. Identified the need to replace the headset transmitter cable. Replacement info supplied to site fse. No further info to date regarding this report.

Event description:
It was reported that the headset transmitter is broken on the itrak 3500p system. No pt injury reported.